Event description:
Additional information was received from the patient. They reported that the stimulator had hurt them ever since implant and stated that it felt like it flipped and their home health aid would tell them that the wire was out. The patient mentioned that the stimulator battery died last november but they still received electrical shocks which caused pain. The patient stated they wanted the stimulator removed for that reason and also to be able to have an open MRI. The patient was redirected to their health care professional (hcp)to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 3093-33 lot# va00ecl, implanted: (B)(6) 2012, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot#: va00ecl, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 16-may-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that they swore that the ins flipped on them one time and that the ¿wire now hangs out of the back now and then,¿ and the patient reported that it was always sore. The patient also stated that it would shock them. The patient reported that this had happened years ago, at least five years ago. As the patient did not have an health care physician (hcp), an email was sent to the manufacturer representative (rep) near the patient¿s area to find out if there was an hcp who managed the device. There were no further complications reported.